Event description:
In 2007, hitachi received a report that a site using an altaire MRI system had a failure of the emergency run down unit (erdu) that is used to shut down the magnetic field in case of a pt medical emergency. The site noticed a burning smell in the pt room and called the fire department. The fire department asked the site administrator to "shut off the magnet" so that the firefighters could investigate the smell without worrying about their safety while near the scanner's magnetic field. When the operator pressed the erdu button, the magnet should have quenched (boiled off helium), which causes the magnetic field to collapse. The erdu failed to activate, so the magnetic field was still active. The fire department had to remove their equipment to inspect the room for the source of the smell. The burning smell problem turned out to be related to the heating system and had nothing to do with the altaire. There were no pts in the scanner at the time of the incident.

Manufacturer narrative:
Although the root cause investigation is not complete, initial results point to a failure of the erdu switch (similar in design to an emergency stop button). The erdu assembly also contains a battery and associated circuitry so that the magnet can be shut down if the main power fails. The erdu assembly was replaced and the replacement unit was tested before the altaire was returned to normal operation. Hitachi does an offline test of the erdu when the system is installed and a routine battery check during scheduled preventive maintenance. As an added precaution, we plan to repeat the offline test of the erdu system on all installed altaire systems to verify proper switch operation (reported as a correction/removal action). We will also add the offline test to scheduled pm visits. The corrective action has yet to be implemented at this time, but we will notify FDA of the start date via the correction/removal reporting process.